Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
During the revision procedure, when the device and leads were exposed, the header and leads were damaged due to electrocautery. Due to the damage to the header, there was a short circuit outside of the patient. As a result, the entire system was removed. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and impedance measurements greater than 2000 ohms. As a result, a revision procedure was scheduled. No adverse patient effects were reported.